Manufacturer narrative:
The returned device was evaluated. Upon inspection of the returned subject device, the customer reported issue was confirmed. It was found that the outer tube at the distal tip was damaged through melting, leaving the tip with a sharp edge. Fiber breakage and blurry image were also observed. Device history records were reviewed and showed the product met all specifications upon release. Based on the device inspection results, damages that occurred to the device were most likely due to use mishandling. The device IFU (instruction for use) states: study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects and keep the distal tip of any electrode, probe, laser fiber or other ancillary device in the field of view at all times when active. Damage to the endoscope may occur from direct or reflected energy. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the scope is damaged. The issue found during an unknown event. There was no patient involvement reported due to the event. No user injury reported. Device return evaluation found the outer tube at the distal tip of the device was damaged with a sharp edges.